Event description:
The user facility reported a 54-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was a temporary purge blocked alarm following a cord getting caught in a chair. The problem was not resolved by the de-air process. The purge cassette was changed and the issue was resolved. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The device was returned for evaluation and data logs were available. Data logs confirmed the failure mode. The logs showed purge pressure (pp) went up to 1100 mmhg from 500 mmhg and remained in this level for about 45 minutes, then went back to 500 mmhg and in this range for the rest of the case. The pump was visually inspected and no issues were found. The pump was tested by running for > 22 hours to reproduce the failure mode. The high pp occurred in the first 30 minutes of running due to dry blood and glucose residing in the purge gap. After the dry blood and glucose residue was expelled, the pp was in specification for the rest of the test. The root cause of high purge pressure was use related as the pump tubing was get caught in the patient's chair during support.